Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium 50cm implant lead kit, slimtip model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2361.

Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention may be undertaken at a later date to address the issue.